Manufacturer narrative:
Event date: exact date unknown, event occurred a few months ago from the appointment date (B)(6) 2021.

Event description:
It was reported that patients ipg had shifted and was causing pain at the pocket site. The patient underwent a revision procedure wherein the pocket was relocated and the ipg remains implanted. No device malfunction was suspected. The patient was doing well postoperatively.